Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are getting a lot of feedback through their system and a vibrating feeling down their legs and in their back that seems to be too much. Patient noted this has been for like the last month. Agent had patient connect through mystimrc app; patient reported therapy was on and in group a. Agent reviewed therapy information and general programming guidance in regards to changing groups and adjusting intensity. The patient was redirected to their representative and healthcare provider to further address if needed.

Event description:
Additional information was received from the patient stating their stimulation was set too high. They reset the device and lowered the stimulation. The problem was resolved but now the stimulator doesn't help with pain at all.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.